Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump communicated properly with test blood glucose meter and the blood glucose value on the meter was display on the insulin pump screen. The insulin pump passed self test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
Customer reported having a low blood glucose of 60 mg/dl. The customer stated she was able to treat for her low blood glucose. She also reported receiving a lost sensor alarm. She also reported that she was unsuccessful with getting her sensors to pass the initialization period. The customer's blood glucose was 138 mg/dl at the time of the phone call. The customer was advised of why an unexplained re-initialization of her sensors would occur. No additional information provided.